Event description:
It was reported that the patient was presented to the emergency room after experiencing an irregular heart rate. The pulse generator was unable to be interrogated, and no further information could be gathered. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.